Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set tubing detachment events on (B)(6) 2025. The site of detachment was tubing connector. Each infusion set was in use for one and half day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-13650. Correction: this MDR is being submitted to correct the submitted date of event under b3. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5408113, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5408113 was manufactured according to the wi version 101 and manufactured in the line l1 on 08-feb-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5416735 was manufactured according to the wi version 02 and manufactured in the machine itl01, on 03-feb-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.